Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the ground on power cord of the cs100 intra-aortic balloon pump (iabp) was broken. No audible beep power alert when turned on or off. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced ac power cord reel, which corrected the failure. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer, and cleared for clinical service. The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the ground on power cord of the cs100 intra-aortic balloon pump (iabp) was broken. No audible beep power alert when turned on or off. There was no patient involvement, and no adverse event was reported.